Manufacturer narrative:
Article citation: coombs, demetrius m., aliotta, rachel, jagadeesh, deepa, et al. Breast implant-associated anaplastic large cell lymphoma with invasive chest wall masses. Annals of plastic surgery. 26/mar/2021; 1-6. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: a new right breast seroma that recurred despite serial aspirations

Event description:
Through journal article ¿breast implant-associated anaplastic large cell lymphoma with invasive chest wall masses¿ authors report "a new right breast seroma that recurred despite serial aspirations." The device has been explanted and replaced. The manufacturer of the device is unknown.